Event description:
It was reported that the patient was seen in the ER with significant shortness of breath and heart rate in the 30's. The ventricular lead had dislodged. The lead was repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.